Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an unspecified procedure, the cusa clarity 36khz handpiece (c7036) became hot. The clinicians changed out the handpiece. No information on patient/user injury or surgical delay has been received.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity 36khz handpiece (c7036) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - the investigation was unable to duplicate "got hot." The returned unit passed all service and repair testing. Root cause - the complaint is not confirmed as the device was found to meet specification. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.